Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an unresponsive screen on the ilet device, which was resolved after performing a mobile app restart as instructed by customer care. Symptoms included no reported adverse health effects. Outcomes included no clinical impact and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a transient user interface responsiveness issue that resolved with a software restart, with no recurrence reported and no hardware involvement identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary software anomaly.